Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, customer did not provide bg values. The customer requested assistance from tandem technical support to adjust the auto-off settings and the basal rate settings to address bg level. Prior to calling, the customer adjusted the auto-off settings. Recommendation was made to consult with health care provider prior to adjusting the pump settings.